Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds and no capture on the left ventricular (lv) lead. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.